Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 with 3 days of fatigue and 2 melanotic stools. The patient was hemodynamically stable and had hemoglobin of 7.2. The patient underwent a push endoscopy on (B)(6) 2018. The patient's esophagus appeared normal with z line identified at 40 cm. Gastric inlet patch in upper esophagus. The stomach showed gastric folds at 42 cm. The patient had a small hiatal hernia, 2 cm in size. Erosions were seen in antrum. Mucosa was seen in gastric body that appeared lumpy. No arteriovenous malformations (avms) or masses were identified in the stomach. Biopsies were obtained from antrum and stomach to rule out h. Pylori. The duodenal bulb and d2 appeared normal. No ulcerations, avms, or masses were identified in the duodenum. The biopsy was negative for h. Pylori. The patient was initially on intravenous proton pump inhibitors. The patient was transferred to proton pump inhibitors by mouth when stable.